Event description:
It was reported that previously there was some difficulties with induction testing during initial device implant, however the system was fully optimized for the patient. Recently, the patient had received an lvad implant procedure. The patient subsequently received a single inappropriate shock. The physician elected to deactivate the system. No additional adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this subcutaneous implantable cardioverter defibrillator was thoroughly inspected and analyzed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. No failing conditions were confirmed.

Event description:
It was reported that this patient showed some difficulties with induction testing during this subcutaneous implantable cardioverter defibrillator (s-ICD) system implant procedure. There were noise markers, and it took 6-7 seconds before the device could detect the arrhythmia and an external shock was required. The next day, the s-ICD system was reprogrammed to secondary, and the implantable electrode was repositioned. After this, the defibrillation test was successful. Eventually, this patient received a left ventricular assist device that cause noise oversensing and resulted in an inappropriate tachy shock. The physician decided to turn off the s-ICD tachy therapy. This s-ICD remained implanted until it was explanted and returned, as the patient had a heart transplant. No additional adverse patient effects were reported.